Event description:
Revision surgery - the patient had encore acetabular component thermal components. The stelkast stem and head were removed and replaced by biomet head and stem. The acetabular liner was changed from a 28mm to a 32mm. The liner was in good shape.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after (B)(6) years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information about any patient activities or accidents that may have contributed to the instability. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number. The root cause of the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.